Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, add gel/check te pad messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking solder joint connecting rear pulse wires and damaging gel fire wires in the cable. In addition, the trunk cable and ECG c/d cable showed signs of physical abuse. The root cause for the strained cable was excessive force. There was no death or advere event associated with the belt malfunction.

Event description:
03/24/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/31/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that the patient was receiving "check therapy pad"/"add gel" messages and the belt had a damaged cable.